Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during drain cycle 4. The patient's largest prescribed fill volume (lpfv) was 2500 ml and the drain volume was 4317 ml, which met iipv criteria. No patient injury or medical intervention was reported. During a follow up phone call by product surveillance to the nurse on (B)(6) 2010 to notify her results of evaluation of the hc device, it was revealed that the hp was actually having catheter issues during the time iipv was found. Per nurse, hp is scheduled for a catheter surgery. Per nurse, hp is otherwise doing fine and continuing therapy. No allegations were made against any of the hp's dialysis products. No patient injury was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation.

Event description:
The account alleged he found that the air compressor cable had 50% of the neutral wire cut and the hot wire was nicked due to being routed around the switching valve bracket too tightly causing them to be cut over time.

Manufacturer narrative:
(B)(4). Review of the device logs revealed an additional difficulty of an increased intraperitoneal volume (iipv) had occurred on (B)(6) 2010 during cycle 4 when the device user drained out 4317 ml, which was greater than the largest prescribed fill volume of 2500 ml and met iipv criteria. External & internal visual inspections revealed no problems. The device was determined to meet functional and electrical performance specifications. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv found in the device logs. The device functioned normally during the product analysis laboratory (pal) testing. Review of the previous service record revealed no issues that may have contributed to the iipv found in the device logs. The cause of the iipv found in the device logs was determined to be insufficient drain due to one or more cycles advancing to the next fill, when slow / no flow occurred above the minimum drain volume threshold. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).